Event description:
The customer states that one 49 year old male generated an architect hbsag qualitative assay s/co result of 0.51 (non-reactive). This patient is a confirmed reactive for hbsag. Testing for anti-hbs was non-reactive. Controls have been within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The evaluation of this issue began with the testing of seroconversion panels with the architect (B)(6) qualitative assay: commercially available seroconversion panels and serial dilutions of the positive control (0.25 iu/ml) were tested using a retained kit of list number 1p97 (lot 76471lf00) and a retained kit of list number 6c36 (architect (B)(6) assay, lot 76145lf00) for comparison purposes. The dilutions of positive control were targeted to the cutoff value and tested to assess performance of these lots. There were no discrepant samples observed. The architect (B)(6) qualitative assay (list number 1p97) is designed to show seroconversion sensitivity equivalent to or better than a commercially available (B)(6) assay (architect (B)(6) assay, list number 6c36). This testing was then followed by an assessment of the analytical sensitivity of list number 1p97 and list number 6c36: the analytical sensitivity was assessed across four different reagent lots of list number 1p97 and two reagent lots of list number 6c36. These lots demonstrated acceptable sensitivity of less than or equal to 0.130 iu/ml per the architect (B)(6) qualitative (1p97) meeting the assay package insert claim. The evaluation then made an assessment of the precision of list number 1p97 and list number 6c36 assays: with respect to precision, lot number 76471lf00 (architect (B)(6) qualitative, list number 1p97) met the required package insert precision criteria and demonstrated less than or equal to 10 % total cv for the samples tested (one which reflects a sample on or near the cutoff and another which reflects the sample tested during the precision clinical studies), as referenced in the package insert for the architect (B)(6) qualitative (list number 1p97) assay. In addition, a review was carried out of the manufacturing and testing performed by the quality control laboratory prior to releasing reagent lot number 76471lf00 for sale. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to this complaint issue. All testing carried out has confirmed acceptable performance of the architect (B)(6) reagent assay, lot number 76471lf00. No product malfunction was identified. The investigation has concluded that the architect (B)(6) qualitative product in question is performing within its intended use, label claims and specifications. This is a final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. A final report will be submitted at the conclusion of an investigation. Other : an investigation is in process.